Manufacturer narrative:
Analysis found multiple insulation abrasions from inside out at 6.7 to 10.7 cm from the electrode tip. The rv and proximal cables were out of the lead forming loops. The etfe insulation of one of the rv cables was also abraded at 7 cm from the electrode tip. The lead insulation at this area was completely abraded and the distal coil was exposed.

Event description:
It was later reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the cath lab and fluoroscopy revealed an insulation break. The lead was explanted.